Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D4, g1, h4: the lot number was unknown; therefore, the expiration date and device manufacture date were unknown. Investigation summary the device was received and evaluated. Visual inspection reveled that the device tip was in a used condition and did not show any structural anomalies. The cable, handle and plugs were in a normal shape. Coagulation and ablation functions were activated as intended. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of the device. Visual and functional test were performed, as a result; the device was not returned in its original packaging, handle, plug assemblies were in good condition. Saline residues were visible in the suction tube. The device passed successfully electrical and functional checks. From out investigation we were unable to confirm the customer reported issue that the electrode malfunctioned during surgery. Visual observations recorder the electrode suction holes showed no evidence of procedural tissue debris. Testing at atl UK shows the returned device was immediately recognized and found to pass electrical testing and functional testing (including flow test). Activation was found to be consistent as expected. The returned complaint device was found to meet the manufacturer specification and perform as expected; therefore, no further investigation is possible regarding the returned complaint device. The root cause of the customer reported issue could no be determined. Based on the investigation results of the complaint device performing as expected, no correction actions is required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported from japan that during an arthroscopic rotator cuff repair procedure, it was observed that the vapr tripolar 90 suction electrode device malfunctioned and could not be used for surgery. During in-house engineering evaluation, it was determined that the saline residues were visible in the suction tube. There was patient involvement. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.